Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, it was reported that while the patient was sleeping, she had a seizure. This report is 1 of 2 allegations of insufficient information for complaint classification that had similar event details. When her husband came home, he found her unconscious so he brought her to the emergency room (ER) for medical assistance. The patient said that her husband told her that there was no was egv on her dexcom app and it was displaying an error message when she was found unconscious but can't tell the exact error message. No bg fingerstick and no treatment was given at home, but when she arrived at the ER her bg was measured 19 mg/dl so she was treatment with IV dextrose. She stayed at the ER for 3-4 hours and went home after, feeling better. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 02/22/2025, it was reported that while the patient was sleeping, she had a seizure. This report is 1 of 2 allegations of insufficient information for complaint classification that had similar event details. When her husband came home, he found her unconscious so he brought her to the emergency room (ER) for medical assistance. The patient said that her husband told her that there was no was egv on her dexcom app and it was displaying an error message when she was found unconscious but can't tell the exact error message. No bg fingerstick and no treatment was given at home, but when she arrived at the ER her bg was measured 19 mg/dl so she was treatment with IV dextrose. She stayed at the ER for 3-4 hours and went home after, feeling better. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 5:38 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 days and ended due to unknown reasons on (B)(6) 2026. There was 1 bg calibrations attempted on the date of the event. On the date of the report event (02/22/2026), there were several low and high glucose alerts, some of which were acknowledged and some that repeated every 5 minutes without acknowledgement. All alert was found to have performed as intended. No additional patient or event information is available.